Event description:
It was reported that this device was showing a premature battery depletion (pbd) behavior. The remaining battery level was reduced in a short period of time and the battery consumption rate was over one hundred percent. This device has been explanted and returned and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was analyzed and it was concluded that some capacitors were leaky due to hydrogen exposure which caused the premature battery depletion. The investigation conclusion is cause traced to component failure. This malfunction is addressed by an existing ncep. The ncep investigation has deemed this to be a component issue.

Event description:
It was reported that this device is showing a premature battery depletion (pbd) behavior. The remaining battery level has been reduced in a short period of time and the battery consumption rate is over one hundred percent. This device has been explanted. The complaint device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery.

Event description:
It was reported that this device is showing a premature battery depletion (pbd) behavior. The remaining battery level has been reduced in a short period of time and the battery consumption rate is over one hundred percent. This device remains in service. No adverse patient effects were reported. The complaint device was not returned as it remains in service, therefore, product analysis could not be performed yet.